Manufacturer narrative:
We have not received the complaint device for evaluation. Without the returned device, we remain inconclusive on the exact nature of the malfunction and its root cause. We have requested for additional information relating to this incident. No further information was provided. Our EU authorized rep. Has attempted multiple times to schedule a video conference with the operating surgeon. However, the surgeon was unavailable for the meeting. The meeting has been now re-scheduled for later this week. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. (B)(4).. We have not received any other complaints of a similar nature for devices from this lot from other customers. Please note that we have also submitted manufacterer's report# 1220948-2020-00096, 1220948-2020-00097, 1220948-2020-00098, 1220948-2020-00099 and 1220948-2020-00101 relating to other 5 cases of f3 shunt balloon deflation issue that were also reported to us by the same head nurse.

Event description:
During carotid endarterectomy procedure, surgeon was unable to deflate one of the balloons of the f3 carotid shunt. No further information was provided. This is report 5 of 6.